Event description:
It was reported that during a vats lobectomy procedure, the surgeon tried to use the device, he heard a noise but the staples and the knife didn't move. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) = pinion axle support, firing trigger teeth, cartridge. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45g cartridge loaded on the device. The reload was received partially fired 1/3 and with the lockout spring normal which indicates that the device's firing cycle was interrupted. Furthermore, the knife and wedges were noted to be exposed. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support, and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.